Manufacturer narrative:
It was reported that a hospital wide system when down causing the central nurse's station (cns) to go into comm loss with the devices that it monitored. During the hospital wide issue, the bedside monitors also went into boot-loop. No patients harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns: bedside monitors, telemetry.

Event description:
It was reported that a hospital wide system when down causing the central nurse's station (cns) to go into comm loss with the devices that it monitored. During the hospital wide issue, the bedside monitors also went into boot-loop. No patients harm were reported.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that all their bsm's in the sicu and asu recovery are not power cycling by themselves. Service requested: on-site assistance service provided: on-site assistance investigation result: the root cause of the issue was determined to be user error. A new vlan was put onto the same ip address as an existing vlan. The issue was resolved by reconfiguring the ip of the vlan. The device was in use with a patient and there was no reported harm. Based on the given information, this issue is not suspected to be caused by deficient device or design. Additional information: b4. Date of this report d11. Concomitant medical products f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? Additional information: h6. Event problem and evaluation codes h10. Additional manufacturer narrative the following fields are not applicable (n/a) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 d11. Concomitant medical products: the following devices were being used in conjunction with the cns: bedside monitors telemetry.

Event description:
It was reported that a hospital wide system when down causing the central nurse's station (cns) to go into comm loss with the devices that it monitored. During the hospital wide issue, the bedside monitors also went into boot-loop. No patients harm were reported.